Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the distribution nod (dn) strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report damaged cable on a patient's electrode belt.